Event description:
It was reported that the patient's pump was removed due to infection at the pump pocket. The patient had a small incisional wound opening with drainage present. Culture was obtained from the device pocket and was positive. Actions required as a result of the event included capped/abandoned/partially removed. It was indicated that the catheter remained in and was clamped. At the time of this report the patient was alive and had recovered without sequela. The drug delivered via pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found no significant anomalies, but was incomplete and returned in segments. Final analysis of the connector found no significant anomalies, but was incomplete and returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8575 lot# serial# (B)(4), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.